Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported blood temperature value on a swan ganz cco catheter was unstable and fluctuated between 50 to 10 degree celsius on the first day of use. Cardiac output and cardiac index were not measured. After replacing the catheter, blood temperature, cardiac output, and cardiac index were properly measured. It was unknown if any error message appeared. No abnormality was observed in the appearance of the catheter. No injury or complication occurred. Patient information was not shared.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported blood temperature value on a swan ganz cco catheter was unstable and fluctuated between 50 to 10 degree celsius on the first day of use. Cardiac output and cardiac index were not measured. After replacing the catheter, blood temperature, cardiac output, and cardiac index were properly measured. It was unknown if any error message appeared. No abnormality was observed in the appearance of the catheter. No injury or complication occurred. Patient information was not shared.

Manufacturer narrative:
The reported event of temperature and cco measurement issues were not able to be confirmed during evaluation. No fault messages showed up on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 degrees c when submerged into a 37.0 degrees c water bath. Thermistor temperature reading accuracy is plus or minus 0.3 degree c per vigilance ii manual. The catheter ran cco in 37.0 degree c water bath on vigilance ii monitor for 5 mins. Without error. Thermistor and thermal filament circuit were continuous. There were no open or intermittent conditions. No visible inconsistences were observed on eeprom data. Resistance value of thermal filament circuit was measured 36.88 ohms, which was in specification per drawing 597753 rev y. Specification is 37.26 plus or minus 3.64 ohms. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. No visible damage or inconsistency was observed from catheter body, balloon or returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.